Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this electrode oversensed noise resulting in multiple inappropriate shocks for the patient. Surgical intervention was performed and the electrode was explanted and the patient was re-implanted with a transvenous system.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete electrode was returned intact. Set screw marks were observed on the proximal connector and sense a contact pin in the correct locations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode oversensed noise resulting in multiple inappropriate shocks for the patient. Surgical intervention was performed and the electrode was explanted and the patient was re-implanted with a transvenous system.